Event description:
(B)(4) is the initial importer of the device. User was washing dishes while sitting on the device when the unit collapsed. The rear legs snapped on both sides. The user fell to the floor. User's left hand was cut on the back. There was bruising on the butt and arms as well as possible knee and shoulder sprain. The user sought medical attention on (B)(6) 2017, 8 days after incident according to initial incident report.